Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody leak next to the needle into the drip tray of the coulter lh 780 hematology analyzer. Customer reported that the analyzer detected faulty backwash tank float sensor error. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they found a disconnected tubing. Customer reported that they reconnected the tubing. Customer reported that they did not witness further leaking after the repair. The location of the tubing is unknown. To date, customer has not reported recurrence of the leak.

Manufacturer narrative:
(B)(4).